Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported noise / impedance issues and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00535. During an atrioventricular node ablation, noise and impedance issues were noted which delayed the procedure. When the catheter was connected and introduced, noise was noted on the distal electrogram and the impedance was 999. The ampere, tactisys, and associated cables were replaced without resolution. The catheter was then replaced which did not resolve the issue. A therapy catheter was then obtained adn used to continue the procedure with no consequences to the patient.